Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: l61551, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 15 mg/ml bupivacaine at a dose of 2.25 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had little to no pain relief since starting intrathecal bupivacaine (early 2016). It was unknown what medication the patient had received prior to bupivacaine. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was done on (B)(6) 2018 and the healthcare professional (hcp) was able to aspirate 1 cc of fluid from sideport, little to no fluid beyond 1 cc. Dye was visualized under fluoro to the tip of the catheter. The hcp concluded that the catheter was probably epidural based on findings of the dye study. The hcp's plan was to change the medication in the pump to a drug that was better absorbed epidurally (drug unknown). If the patient did not have pain relief at that point, the hcp would refer him for a catheter replacement. The issue was not resolved at the time of this report. It was unknown if surgical intervention was planned. The patient's status was "alive - no injury" and no further complications were expected or anticipated.